Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The iabp unit was flown to another life flight location for the getinge fse¿s investigation. The fse had the staff fully charge the suspected battery overnight at a secondary location prior to his arrival. The iabp unit ran on battery power for over an hour using a simulator. The fse opted to replace both batteries as a precaution. The fse later drove to the home site of the iabp unit and tested the charger. The charger functioned properly. Functionality testing and safety checks all passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. The full name of the initial reporter is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a battery issue. The unit emitted a low battery alarm and the battery would not hold a charge. The end-user used a spare battery, the alarm went away and they were able to continue to use the iabp. It was later reported that the iabp shut down while on battery, immediately after unplugging it during a pre-use check. There was no patient involvement; thus, no adverse event was reported.